Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Exact date of explant is not provided; about 1-1.5 weeks post op. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the patient had htr implanted (B)(6) 2011, about 5-7 days post op, the patient developed an infection. The surgeon decided to explant the htr.